Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the event was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the gastrointestinal videoscope screen turned white with no image and did not return to normal due to damage to the objective lens. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of h6, and results of device history record. Updated fields: h6, h11. Corrected fields: h6 (e2401, f24, a0506, a0415, a0407, a0404, a0405, a180306, g04140, g04097, g04042, g0405201, g05006, g04037, g04018, g04134, g04129, c19, c0601, c070603, c1502, c070606, d14, d15 removed) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.